Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump had a minor scratched lcd window, a cracked case near display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The numbers do not ramp up on their own and the scroll bar was not moving with no input.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated, the numbers were ramping on her own when attempting to deliver a bolus. The customer changed the battery and was able to deliver a bolus. However, afterwards, none of the buttons were working. The customer's blood glucose was 157 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.